Event description:
The distributor sent an email indicating that a customer rec'd false negative hcg results on two pt's. Both pt's were sent to the hospital for further tests which both were reported as strong positives for pregnancy. There was no reported adverse pt sequela. Technical services at alere has requested further info from distributor; however, there was no add'l info provided.

Manufacturer narrative:
Investigation pending.